Event description:
It was reported the pump screen was dark and would not turn on. Customer left the pump plugged in and the pump screen turned on. There was no reported adverse impact to the customer's blood glucose level.